Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs alleging that their one touch ultra 2 meter did not power on. The patient mentioned that the alleged issue with the meter began on (B)(6) 2010 at around 7:30am. Approximately 10 minutes later, the patient developed symptoms of frequent urination. The patient did not self-treat or seek any medical attention due to the alleged issue. This is not the first time the product is being used. The meter did not power on by pressing the power button. The batteries did not need to be replaced and the alleged issue was not resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged that due to the meter not powering on she developed symptoms suggestive of a serious injury.